Event description:
It was reported that the preparation of a mini trek rx (1.2x6 mm) was completed inside of the patients anatomy. During pre-dilatation, of the moderately tortuous, heavily calcified, left anterior descending artery, there was resistance felt with the advancement to the lesion. The mini trek rx (1.2x6 mm) ruptured with the first inflation at 6 atmospheres (atm). The mini trek(1.2x6 mm) was removed without difficulty and a non-abbott balloon catheter was used to complete the procedure successfully. There was no adverse patient effect or clinically significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the preparation for use section of the rx trek/mini trek cdc instructions for use states: all air must be removed from the balloon and displaced with contrast prior to inserting into the body. Otherwise, complications may occur. Based on the information reviewed, there is no indication of a product deficiency.